Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the support arm solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The clamp mount is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective clamp attachment of support arm.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's support arm clamp was broken. There was no patient harm reported. Manufacturer's ref. #:(B)(4).